Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided indicate the patient was experiencing pain post implant of the bard soft mesh. While it was reported that the patient was experiencing pain, there is no indication in the medical records that the pain experienced by the patient was related in any way to the bard soft mesh. Per the surgeon "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily but has yet to start physical therapy which is vital to recover from this operation." At this point it is unclear to what extent if any the bard soft mesh may have contributed to the pain experienced post implant. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard soft mesh implanted on (B)(6) 2017. Please see 1213643-2017-00340 for the ventralight st mesh implanted on (B)(6) 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2016 - the patient was diagnosed with incarcerated ventral umbilical hernia and diastasis recti (separating of abdominal wall muscles). The patient underwent a robotic-assisted repair of incarcerated ventral umbilical hernia and diastasis with implant of a bard ventralight st mesh with echo. On (B)(6) 2016 - the patient had an md exam with complaints of lower left quadrant pain with bulge in upper midline. The patient was prescribed narcotic pain medication. On (B)(6) 2016 - the patient had an md exam with complaints of persistent abd pain since approximately 1 months after her previous surgery. CT scan showed wide diastasis but no hernias. Patient stated "he is convinced the pain is from the mesh placed in (B)(6)." On (B)(6) 2017 - the patient was diagnosed with chronic pain status post robotic ventral hernia repair with placement of bard mesh. The patient underwent an abdominal wall reconstruction procedure which included explant of the bard ventralight st mesh and component muscle separation with implant of a bard soft mesh. Per the operative details, "the mesh itself appeared to be in quite excellent position throughout with a nice, flat lay of the mesh against the abd wall. There were very loose filmy adhesions down inferiorly between one loop of the bowel and the mesh. Otherwise, there were no adhesions whatsoever between the mesh and the bowel. We placed a retrorectus piece of bard soft mesh. This was tacked to the xiphoid as well as the pubic tubercle. On (B)(6) 2017 - the patient had a follow up md office exam with complaints of "periumbilical and suprapubic discomfort stated he gets a catch particularly with twisting movement." The patient had been previously ordered to participate in physical therapy and had not done so at the time of his appointment. Per the surgeon, "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily buy has yet to start physical therapy which is vital to recover from this operation. Patient reminded that this pain is similar to even before his first hernia operation. It may never completely resolve."

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2016 - the patient was diagnosed with incarcerated ventral umbilical hernia and diastasis recti (separating of abdominal wall muscles). The patient underwent a robotic-assisted repair of incarcerated ventral umbilical hernia and diastasis with implant of a bard ventralight st mesh with echo. (B)(6) 2016 - the patient had an md exam with complaints of lower left quadrant pain with bulge in upper midline. The patient was prescribed narcotic pain medication. (B)(6) 2016 - the patient had an md exam with complaints of persistent abd pain since approximately 1 months after her previous surgery. CT scan showed wide diastasis but no hernias. Patient stated "he is convinced the pain is from the mesh placed in september." (B)(6) 2017 - the patient was diagnosed with chronic pain status post robotic ventral hernia repair with placement of bard mesh. The patient underwent an abdominal wall reconstruction procedure which included explant of the bard ventralight st mesh and component muscle separation with implant of a bard soft mesh. Per the operative details, "the mesh itself appeared to be in quite excellent position throughout with a nice, flat lay of the mesh against the abd wall. There were very loose filmy adhesions down inferiorly between one loop of the bowel and the mesh. Otherwise, there were no adhesions whatsoever between the mesh and the bowel. We placed a retrorectus piece of bard soft mesh. This was tacked to the xiphoid as well as the pubic tubercle. (B)(6) 2017 - the patient had a follow up md office exam with complaints of "periumbilical and suprapubic discomfort stated he gets a catch particularly with twisting movement." The patient had been previously ordered to participate in physical therapy and had not done so at the time of his appointment. Per the surgeon, "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily buy has yet to start physical therapy which is vital to recover from this operation. Patient reminded that this pain is similar to even before his first hernia operation. It may never completely resolve." Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with incarcerated ventral umbilical hernia, diastasis recti thereby underwent robotic assisted repair with the implant of ventralight st mesh using echo ps (device 1). Per operative notes, ¿a ventralight st mesh using echo ps (device 1) was placed intraabdominally and secured to midline using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with chronic pain, recurrent ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of bard soft mesh (device 2). Per operative notes, ¿the mesh was dissected off the posterior rectus sheath. The filmy adhesions between mesh and bowel were taken down. The mesh (device 1) was removed. The bard soft mesh (device 2) was placed in retrorectus space and tacked to xiphoid and pubic tubercle using sutures.¿ (B)(6) 2018 ¿ patient underwent repair with the implant of bard soft mesh (device 3). (Note: there is no op notes provided for this procedure in medical records).

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided indicate the patient was experiencing pain post implant of the bard soft mesh. While it was reported that the patient was experiencing pain, there is no indication in the medical records that the pain experienced by the patient was related in any way to the bard soft mesh. Per the surgeon "incision has healed very well. Patient's discomfort is likely due to scar tissue. He is progressing satisfactorily but has yet to start physical therapy which is vital to recover from this operation." At this point it is unclear to what extent if any the bard soft mesh may have contributed to the pain experienced post implant. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard soft mesh implanted on 01/2017. Please see 1213643-2017-00340 for the ventralight st mesh implanted on 09/2016. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the patient ID. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.